Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was observed that the right ventricular (rv) lead became dislocated due to twiddler's syndrome. A lead revision was performed and a new lead was implanted. The patient was in stable condition.